Event description:
Complainant alleged that during biomed testing, device would intermittently not power up. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device has not been received for evaluation, and this complaint is still under investigation.